Manufacturer narrative:
Initial and final MDR 1892676 - MDR 3003442380-2024-09664 - device 3 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced three infusion set was fell off during use on (B)(6)2024, on 26-apr-2024 and on (B)(6)2024. The infusion set was in use for less than one day during first 2 events and less than 2 days during third event. No further information available.